Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.